Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "bd safetyglide needles feeling clogged when they are trying to inject vaccines. Sometimes, they can push past the resistance but not knowing what is causing this is causing us to throw it out and start over." It was reported by customer that they have had 3 stores with lot regn2119 that seem to have this same issue so it does seem related to the ne305916edles from this lot themselves.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
No samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
No additional information received. Material#: 305916. Batch#: regn2119. It was reported by customer that they have had 3 stores with lot regn2119 that seem to have this same issue so it does seem related to the needles from this lot 305916 themselves. Verbatim: also, just an fyi - we have had 3 stores with lot regn2119 that seem to have this same issue so it does seem related to the needles from this lot themselves.